Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The enclosure was damaged. There was also damage to the front cover and line cord. The customer reported product problem was reproduced during testing. The alarm sounded. The pcb was out of calibration. The unit was deemed to be beyond economical repair. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information was received indicating that an overtemp alarm occurred to a smiths medical level 1® hotline® low flow system. There were no reported adverse effects.